Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Information received from the patient with a pump system (the patient had saline in the pump). Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient had a growth around the pump and it felt "twice the size." The patient thinks it may be scar tissue but was unsure. The patient could no longer feel the edges of the pump. When the patient walked up steps, they could feel it moving. When they lifted their leg, they could feel it pushing into their left lung. It was noted that the growth came on suddenly about one month prior to the day of report. The patient did not have a physician because their physician retired. The patient had not had drug in the pump for 2 years now. It was noted that the patient planned to look for a healthcare provider (hcp) for a consult. (There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report).

Event description:
Additional information received reported that the patient was not aware of any troubleshooting performed related to the tissue growth and pump movement. No interventions or other actions were taken and the cause was not determined. Per the patient "nothing was done."